Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication and laparoscopic cholecystectomy. It was reported that the dilating tip trocars failed. They leaked co2 for the final 3/4 of the case. The surgeon claimed that the seals were leaking. There was no consequence to the pt.